Manufacturer narrative:
An event for patient effects of hypersensitivity/allergic was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported hypersensitivity/allergic could not be conclusively determined. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported unexpected medical intervention was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was implanted. After the procedure, the patient began complaining of an itchy rash/welts on chest and arms. The patient denied any past known allergy to nickel. The patient was provided a low dose of corticosteroid. The patient has shown improvements and was reported to be waiting to see an allergist. The patient status was stable.